Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The >50% stenosed concentric, de novo lesion that was 70mm long with a reference vessel diameter of 3.5mm was located in the severely tortuous and severely calcified mid left anterior descending artery. Following the insertion of a 3.25 non-bsc guide catheter, the lesion was predilated and a 38 x 3.00 promus premier drug eluting stent was advanced but the stent kinked near to the shaft markers. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The hypotube was kinked at various locations along its length. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The >50% stenosed concentric, de novo lesion that was 70mm long with a reference vessel diameter of 3.5mm was located in the severely tortuous and severely calcified mid left anterior descending artery. Following the insertion of a 3.25 non-bsc guide catheter, the lesion was predilated and a 38 x 3.00 promus premier&#10244;rug eluting stent was advanced but the stent kinked near to the shaft markers. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported.